Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the self-test, rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. It was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No check settings alarm. The device also had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. She stated that the settings got deleted and she also received a check settings alarm and a failed battery test alarm. The blood glucose at the time of the incident was 200 mg/dl. The customer stated that the alarm history also showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.